Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive. Testing was unable to confirm or duplicate the complaint. The keypad cover was removed for investigation and there was no contamination or defects noted.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was unresponsive and the pump was unable to scroll between screens after water exposure. The patient noted evidence of moisture under the screen. The patient denied any damage to the keypad. There is no further information regarding the complaint at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.